Manufacturer narrative:
(B)(4). P cap reservoir locks properly into place. Insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error found in the pump history. Problem isolated to electronic assemblies as per global logic analysis. Insulin pump received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that insulin pump had software error detected alarm. Customer able to successfully clear the alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.